Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that it was possible that the hospitalization was related to the device, but that it was unknown. When asked for the cause of the hospitalization they stated that it was due to low blood pressure, nausea, headache, and dizziness. When asked what steps would be taken to resolve the issue they stated they wish they knew and were wondering if that was why they had terrible pain in the implant area and down their right hip and leg. There was no follow up with the surgeon. The issue had not yet been resolved.

Event description:
Additional information was received, from the patient. They reported, that they have been in the toilet all day. And adjusting does not help. The patient has an appointment on (B)(6) 2024.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence. It was r eported that patient stated they're having a lot of issues with diarrhea, not emptying their colon completely at times, going to the bathroom 5-6 times a day, severe gas and bloating and they feel horrible. They've been hospitalized multiple times after they got the device implanted.  Patient claimed the surgeon nicked an artery during procedure and had to be hospitalized, patient is now home and recovering but also has a rash on their backside and was not sure how to treat it, pt was referred to an allergist. The hcp in orlando set the device to cycling mode and they didn't schedule a follow-up to see them, they haven't heard back from them. Patient came back to michigan where they're currently located. They requested to speak with their rep. Emailed rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.